Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific value was not provided. Cause of bg level was not known. Customer performed supply changes to address the issue. Customer was admitted to the hospital; details of treatment were not provided. Customer was discharged 2 days later and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.